Event description:
While trying to remove the stopper from the tube, tech used thumb to roll back the stopper resulting in the top of the glass tube to break, resulting in 4 stitches. Tech will be re-trained on proper technique in removing the hemogard stopper by the hospital staff.